Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the allegation that the lead was damaged during the lead revision procedure as reported from the field. The lead was returned in two segments, severed approximately 260mm from the terminal end. Additionally, the coils were noted to have been stretched and deformed approximately 245mm from the terminal end. Melt marks on the insulation were observed approximately 235mm from the terminal end and were believed to be due to electrocautery damage. Resistance testing was completed to confirm that the lead was electrically continuous. Measurements throughout these tests were within normal limits.

Event description:
It was reported that during a lead revision procedure, the physician reported that the right atrial (ra) lead was damaged while extracting the right ventricular (rv) lead. The physician decided to explant the ra lead and replaced it with a new lead successfully. No additional adverse patient effects were reported. The ra lead was returned to facility for analysis.

Event description:
It was reported that during a lead revision procedure, the physician reported that the right atrial (ra) lead was damaged while extracting the right ventricular (rv) lead. The physician decided to explant the ra lead and replaced it with a new lead successfully. No additional adverse patient effects were reported. The ra lead was returned to facility for analysis.